Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "drill bit broke while drilling hole, used 1/8" spiral pin as replacement."